Manufacturer narrative:
He results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received therapy from their implantable cardioverter defibrillator. The patient presented in clinic. Upon interrogation, episodes could not be seen in the episode log on the programmer. The episodes could be seen remotely via merlin.net transmission. No intervention was performed. The patient was discharged.